Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The device battery longevity dropped from 6 years to 3 years in a span of 1.5 years. A request was made to have data from the device analyzed. Data analysis confirmed premature battery depletion (pbd) and that this device power consumption was increasing during the past year and is expected to continue to increase. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.